Manufacturer narrative:
Device label code for f10. Position 1: 1738. Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was defective. No other info was available at the time of the rpt. The following was rpt'd to co on 8/12/97: a large amount of particles were observed within the balloon. Event complications: unk - rpt'd 7/21/97; none - rpt'd 8/12/97. Pt current status: unk - rpt'd 7/21/97.